Event description:
Boston scientific received information that this pacemaker was explanted due to premature battery depletion. The pacemaker is no longer in service. A new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection noted tool marks on the case and header and body fluid contamination in the lead barrels. All seal plugs were intact and all the set screws operated normally. A review of the device memory noted no resets or error codes. Evaluation showed that the device was operating on the edge of the first and second bins. The device passed returned products electrical testing. The allegation against the device was not confirmed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.